Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported that they received emergency medical assistance due to a low blood glucose on (B)(6) 2019 with blood glucose of 40 mg/dl at the time of the incident. The customer treated the low with glucose tablets and intravenous glucose infusion. The customer experienced loss of consciousness. The customer was wearing the insulin pump during the incident. The customer alleged the insulin pump was over delivering insulin because their doctor told them it was malfunctioning. The customer reported the insulin pump gives a bolus when they are not doing it, and sometimes it also does not deliver the insulin. Troubleshooting was performed. The customer reported the drive support cap appeared normal. Performed displacement test and passed. The customer also reported having a high blood glucose of 398 mg/dl. The customer also reported other hospitalizations on (B)(6) 2020. The insulin pump will be returned for analysis. The reservoir will not be returned for analysis.